Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but hospitalized. Customer's blood glucose was 480 mg/dl. The customer was treated for high blood glucose with injection. After the troubleshooting was done, customer was advised to change entire set, reservoir and treat. Customer was advised to call when tubing clamp received to perform high pressure test. The customer did a self test and the test passed. The customer also reported via phone cal that she had low blood glucose but not hospitalized. Customer's blood glucose was 50 mg/dl. The customer was treated for low blood glucose with juice. The customer was advised to speak with their healthcare provider regarding low blood glucose. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was unable to troubleshoot at time of call. Customer was advised to call when the alarm occurs in order to troubleshoot.